Manufacturer narrative:
Additional information is provided in sections d.10, h.3, h.6 and h.10. One forceps sample was received in opened original packaging with the cover foil. The sample was functionally and visually inspected with the aid of a photomicroscope with various magnifications. The customer¿s complaint was not confirmed. It was found that forceps could be activated, it opens and closes as expected. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The root cause could not be identified as the product was found to be within specifications. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2020-19047

Event description:
A nurse reported that an ophthalmic forceps moved initially to the open position when tested prior to vitrectomy surgery then failed to close. An alternate forceps was obtained in order to begin and perform the procedure. There was no patient involvement with unsatisfactory forceps thus, no patient harm associated with this reported event.